Manufacturer narrative:
The data log files from device ro15045 from the subject surgery have been analyzed for investigation purpose. It was determined that the automatic scan that could not be performed was due to incorrect patient positioning. A review of the IFU indicated that the instructions for patient positioning are unclear. It was determined that the communication failure may be due to an excessive force applied on the robot by the user. A review of the IFU indicated that there are no instructions to not apply excessive force on the robot when cooperative mode is not activated. (B)(4). A delay over 30 minutes is considered to be a serious injury by zimmer biomet.

Event description:
It was reported that automatic scan could not be performed twice during laser registration due to patient positioning. It was also reported that a communication failure occurred.